Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 134 mg/dl. Customer also reported the buttons became unresponsive when they attempted to enter their carbohydrates before the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.